Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a battery out limit alarm and bad battery alarm. The customer reported that the battery icon was black. The customer stated that the battery life was not longer than usual. The customer's blood glucose was 9.2 mmol/l at the time of incident. The customer stated that they had to set the time and date. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement, operating currents, self test and off no power tests. No unexpected low battery alarm noted. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.